Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that sensation plus 40cc balloon catheter had a fiber optic sensor failure. No harm to the patient was reported.